Manufacturer narrative:
Correction made to d1 brand name: clearlink duo-vent solution administration sets (previously ni). Correction made to d4 catalogue #: 2h8480 (previously asku). Correction made to g1 device manufacturer name, address, city, state, country, and postal code: baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial, cartago, costa rica. 30106. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed according to specifications. Functional testing was performed including pressure and clear passage under waster and the device performed according product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access set disconnected in conjunction with an 500 ml eva tpn bag. The event was further described as "shortly after priming" the line, the spike of an unknown tubing set "dislodged" from the bag. There was no patient involvement. No additional information is available.